Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. In addition, it was reported that the customer was unable load a cartridge on the pump. Customer alleged that the cartridge would not slide all the way through. Customer's blood glucose level was 380 mg/dl. Reportedly, the customer changed pump supplies and was able to resume insulin therapy.